Event description:
It was reported that "was removing a screw from a plate on a saw bone. Out shaft was threaded into place. First few turns did not engage. Outer sleeve was pushed down, threading occurred after multiple turns. Once intial engagement to screw occurred, the tip on the draw rod snapped after approx 3-4 turns."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.